Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge successfully and resumed insulin delivery.